Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision due to non-union of smith & nephew taylor-spatial-frame. During surgery when the reamer reached the medial wall, a small amount of advancement was achieved, but the reamer head levered against the bone and broke. The ria2 assembly was removed & bone collection was assessed. The ria2 assemble was once again inserted, the reamer head levered against the bone and broke. The ria2 assembly was removed & bone collection was assessed with a satisfactory volume collected. The procedure was successfully completed with a fifteen to twenty (15-20) minute surgical delay. The patient status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, a 14 year-old patient underwent a revision due to non-union of the tsf. To date, the requested medical/surgical records and x-rays have not been provided. Therefore, due to insufficient information, the patient impact beyond the revision procedure cannot be determined, and a clinical assessment is not able to be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.